Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va31r2r, implanted: (B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown implanted: (B)(6) 2025: product type lead product ID neu_unknown_lead lot# unknown implanted: (B)(6) 2025: product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional(hcp). The hcp reported that the lead was implanted on (B)(6) 2025. It was unknown if the cause of the therapy being turned off was determined. The issue was resolved. The steps were or would be taken to resolve the wires on their back had come loose was that they were unknown of this until the report. The device was intended to treat urge incontinence, fecal incontinence and urgency frequency.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that during their call today that the wires on their back had come loose. They noticed that yesterday morning upon waking up. Following that they began experiencing bowel accidents, which was the first time this had occurred since they started the evaluation. They also discovered that their therapy was turned off, so they turned it back on and adjusted it to the original setting. It was unknown if the issue was resolved at the time of report. It was unknown if surgical intervention was occurred.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead, lot# unknown, product type: lead. Product ID neu_unknown_lead, lot# unknown, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.